Event description:
It was reported that there were 2 ventricular sensing events that look like "retrograde ps and svt" and that showed svt with some post pace oversensing. The device is still in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.